Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), (B)(6), (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (35 mg/ml at 6.29 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and cervical/neck. It was reported that a cut in the catheter was noticed during surgery to revise the catheter and replace the pump. It was unknown if the cut was there before surgery or happened during surgery. It was reported the patient was experiencing a loss of effect from the implanted system. The event date was unknown. No further complications were reported. Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that there were no issues with the pump; the doctor decided to replace both at the same time. The patient's weight was unknown. The pump was going to be returned for analysis, the catheter had been discarded by the doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.